Event description:
It was reported that the patient presented for follow-up in the clinic, post-procedure. Upon interrogation, it was noted that the right ventricular lead exhibited a high capture threshold, sensing intermittently and was found to be dislodged. The physician repositioned the right ventricular lead to resolve the issue and the patient was in stable condition throughout the procedure.